Event description:
It was reported that increased shock impedance on the rv to can vector was observed. During the extraction procedure an externalized conductor was observed. The lead was capped and replaced. Proximal portion of the lead was returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.